Event description:
A nurse reported that an intraocular lens was noted to have a broken hapitc and a torn optic after insertion. During removal of the damaged lens, the capsular bag became torn, and a vitrectomy was necessary. The outcome is not known. However, additional info has been requested.